Event description:
A physician reported three vitrectomy cutters were able to aspirate but could not cut during the cataract vitrectomy combination procedure. The cutters were reported to be actuating. The cutters were replaced three times and the procedure was completed with the fourth cutter. There was no patient harm. This is one of three days.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been received by the manufacturer and it is awaiting evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received from the company representative indicated that overall there were four defective vitrectomy probes involved in the whole procedure.

Manufacturer narrative:
Corrected information has been provided in b.5. Additional information provided in d.9. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Two probes samples were received, however, the reported lot number was expired on the procedure date. The customer reported on 30-aug-2022 the cutter could not cut during surgery. The expiration date of the customer reported lot is 31-jan-2022. Two samples were received; however, a review of the lot number provided indicated the product was used beyond its expiry date. No specific action with regard to this complaint was taken by the manufacturing location because the complaint samples exceeded its expiration date and should not have been used. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).